Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was part of a system revision due to infection. This brady lead was broken in half during the explant procedure. This lead was capped and surgically abandoned. No adverse patient effects were reported.